Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The device was unpacked, it was a brand-new device, unused. The tank was filled with water and a flow meter was attached. It was noticed that the flow was too low, meaning that the system was not pressured. This confirmed the customer's indicated failure. After the back cover was removed, the return tube was found to be cracked. After replacing the tube, the flowmeter test was repeated, and was looking normal. After repair, a functional test was performed and the entire time the device was fully functional and the temp after calibration was stable and in the range. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needed repair. There was unknown patient involvement and unknown patient harm/adverse event reported.